Manufacturer narrative:
Concomitant medical devices: 6935m62 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged to the coronary sinus. The lead was revised and advanced back into the lateral cardiac vein. The lead remains in use. No patient complications have been reported as a result of this event.